Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012454486 was returned and analyzed. Visual inspection of the catheter confirmed that capturer device adapter detached from capture device. A kinked pebax tube was observed in spiral array. Mechanical verification of the steering and slide mechanisms showed the slide control function operated as expected without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the pulseselect generator via a test catheter interface cable, and therapy deliveries were successfully performed. Continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the loop catheter failed the returned product inspection due to the kinked pebax tube on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, the end of the capture device broke off at the end of the case while the catheter was being removed from the body. The very distal end of the capture tool snapped off. The case was completed without any patient symptoms or complications.